Event description:
A physician reported a pt who received her first treatment on 12/29/95 into the nasolabial folds. On 2/19/96, the pt developed swelling, redness and tenderness at the nasolabial folds. The physician diagnosed a hypersensitivity. On 2/19/96 and 3/8/96, the physician prescribed medrol, which was effective. Keflex was also prescribed; exact date unknown. Some skin irregularity to palpation persisted. On 10/15/97, follow up info from the physician was received; on 1/23/97, he discussed possibly excising the scar tissue the pt felt in the right nasolabial fold and closing it primarily.